Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump battery compartment was chipped after it has been dropped and customer used glue to fix it. Customer also reported to have received a low battery alert even with new battery. Troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.